Event description:
The family member tested pt's blood glucose prior to lunch and rec'd a result of 93mg/dl. Later the customer passed out. The customer was taken to the hosp 45 mins later and they rec'd a result of 93mg/dl. The customer was given glucose and orange juice. Unknown if controls were in range or out. A request was made for the return of the suspect device and replacement product was sent.

Event description:
Reporter tested the pt's blood glucose, prior to lunch, and received a results of 93 mg/dl. Later, the pt passed out. The pt was taken to the hosp, 45 minutes later, where their blood glucose measured 23 mg/dl. The pt was treated with glucose and orange juice. It is unk if controls were in range. A request was made for eht return of the suspect device and replacement product was sent.